Manufacturer narrative:
To date, the lead remains implanted/deactivated. If new information is received, a follow-up report will be submitted.

Manufacturer narrative:
Upon return, this product was thoroughly analyzed. Engineers confirmed a complete lead with setscrew marks observed on the is-4 terminal pin. Dried blood and entwined tissue was noted on the helix coil and the helix returned in the extended position. Extensive testing was then performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory analysis was unable to identify a manufacturing anomaly or confirm the initial clinical observation of lead dislodgement. Confirmation with the physician confirmed no product involvement with the subsequent patient death.

Event description:
Boston scientific contacted the medical facility for follow-up, at which time it was communicated the patient in this case had since expired. The physician communicated that no boston scientific products were a contributing factor.

Manufacturer narrative:
The right ventricular lead was not explanted, thus no post market assessment will be completed on this product. With no allegations against the implanted products, our investigation of this case is complete. Should further information become available, a follow-up report will be submitted.

Manufacturer narrative:
New information states the lead in this case has since been explanted and will be returned for a post market evaluation. Once analysis is complete, additional information will be communicated.

Event description:
Boston scientific received information that approximately one week post implant, the patient with this right ventricular lead sought medical attention due to fatigue. Pharmacological treatment was administered; however, the patient then suffered a cardiac arrest. Following a lengthy cardiac massage, rhythm resumed. During the boston scientific follow-up, approximately one week post cardiac arrest, it was noted this right ventricular lead had dislodged. It remained uncertain at that time, if the cardiac massage had provoked lead dislodgement. While there were no allegations against any boston scientific products, the patients condition remains unfavorable. A device disk was sent to (B)(6) for a system evaluation. Upon data disk assessment, (B)(6) provided the following information. A total of 831 ventricular episodes confirmed since implant; 801 of these occurring post cardiac arrest. Additionally, all the episodes occurring after the patient suffered a cardiac arrest, exhibited a different morphology and axis on the shock channel, indicating that most likely the lead had dislodged during this time. Currently, the right ventricular channel appears to be sensing and detecting appropriately. A lead revision was recommended; however, due to the patients condition, intervention ultimately under the physicians discretion. Technical services provided some additional programming options which could be beneficial for the patient at this time. Finally, it was reiterated that the rv lead remains in an unstable position, so a sudden change in sensing and detection could occur. No further information on the patients conditions communicated.